Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Doctor indicated while she was hand tightening a locator abutment ((B)(4)), the head of the locator broke off from threaded screw portion.

Manufacturer narrative:
This is a duplicate complaint and 1038806 - 2015 - 00204 was sent in error. This event is being reported under 1038806 - 2015 - 00154 and 1038806 - 2015 - 00154 -1 was submitted to make aware of the new information and duplication.